Event description:
There was an allegation of questionable elecsys testosterone ii assay results from the cobas 6000 e601 module. The initial result was 6.5 nmol/l, and the repeat result was 2.92 nmol/l.

Manufacturer narrative:
The reagent lot number and expiration date were not provided. The investigation is ongoing.

Manufacturer narrative:
There was an allegation of additional questionable elecsys testosterone ii assay results from the cobas 6000 e601 module on (B)(6) 2025. For patient 2, the initial result was 5.58 nmol/l, and the repeat result was 2.18 nmol/l. Medwatch field b7 was updated. Due to the limited information provided, the investigation was unable to determine a specific root cause. There was no product problem identified.

Manufacturer narrative:
Medwatch field d4 serial no was updated.